Event description:
The customer observed false positive architect total b-hcg result on a 20-year-old female patient who was being tested due to pain. The result was questioned by the physician as there was no sign of miscarriage. A new sample was drawn which generated a negative result. The initial sample was also repeated, and a negative result was obtained. The following data was provided: on (B)(6), 2022, sid (B)(6) initial result = 79.31 iu/l (positive). On (B)(6), 2022, sid (B)(6) repeat result = < 1.20, < 1.20, < 1.20 iu/l (negative). On (B)(6), 2022, sid (B)(6) (new sample) = < 1.20 iu/l (negative). On (B)(6), 2022, sid (B)(6) (repeat on isr02942) = < 1.20 iu/l (negative). No impact to patient management was reported.

Manufacturer narrative:
Patient identifier: sids = (B)(6). Email: (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument, performed troubleshooting procedures, and determined the solenoid was the likely cause of the issue. The fsr resolved the issue by replacing the solenoid and lubricating the z axis of the pipettor. No additional discrepant result issues have been reported since the service activity was completed. An instrument service history review revealed no additional service tickets associated with erratic or discrepant patient results reported for (B)(6). There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the immunoassay systems did not identify any similar issues related to the architect system, the likely cause part, or discrepant results as described in this ticket. The device history records were reviewed, and no non-conformances or deviations were identified. Labeling was reviewed and found to be adequate. Based on the investigation, no systemic issue or deficiency of the architect i1000sr processing module serial number (B)(6) or the solenoid was identified.